Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. In a separate visit the lens was explanted and later a replacement lens resolved the problem. Cause of the event was patient related factor.

Manufacturer narrative:
Claim#(B)(4).

Manufacturer narrative:
Additional information: b5: a facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. In a separate visit the lens was explanted and later a replacement lens resolved the problem. Claim # (B)(4).

Manufacturer narrative:
Additional data: h11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Corrected data: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. Due to excessive vault, the lens was explanted and replaced for a shorter length lens. The problem was resolved. Cause of event was reported as unknown. D4: primary unique device identifier (UDI) #: (B)(4) "UDI related data quality updates only" h4: device manufacture date: 12-mar-2023. H6: adverse event problem: health effect: impact code (f): 4627. Claim # (B)(4).